Manufacturer narrative:
Syncardia has initiated a CAPA (corrective or preventive action) to address the cannula tear issue. The CAPA will document the investigation including, but not limited to, potential root cause and corrective actions associated with all cannula tear events. From 2004 to 08/29/2012, there have been a total of (B)(4) tah-t implants worldwide and a total of (B)(4) tah-t pts who experienced a cannula breach, for a rate of about (B)(4) percent ((B)(4)). None of the pts experienced any injuries as a result of the cannula tears. Syncardia has requested that the tah-t and cannula be returned to syncardia after the pt is transplanted. The results will be provided in a supplemental MDR.

Event description:
The pt was implanted with the syncardia temporary total artificial heart (tah-t), supported by a circulatory support system (css) console, on (B)(6) 2012. He was subsequently switched to a portable freedom driver and was discharged to home on (B)(6) 2012. The customer reported that on (B)(6) 2012, 192 days after tah-t implant, the pt's left cannula developed a small crack near the driveline connector. The customer also reported the freedom driver exhibited intermittent alarms that were positional; the pt's family members heard an air leak, and the pt was returned to the hospital and admitted for observation. The cannula crack was repaired at the hospital with vulcanizing tape, and the pt was discharged to home on (B)(6) 2012. There was no adverse impact on the pt. The pt is still implanted with the tah-t, supported by a freedom driver, and is doing well.